Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated their device hadn't been working. Patient stated they went to get a MRI of their wrist today ordered by their orthopedic because patient noted they might have kienbock disease. Patient mentioned when they got to the MRI facility their device did not turn on. Patient mentioned they believed the battery was not taking a charge. Patient mentioned they hadn't used the device in a couple years because when they first had the device put in the battery went dead in like a week so they had to go back and have another surgery to have the battery put in. Patient then went in a different route of trying some other pain management because it was a little bit of a hassle to keep trying to charge the battery and then the battery wound up dead. Patient thought the implant battery was dead again because they haven't used it in so long. Agent reviewed MRI eligibility and informed patient their hcp can complete the MRI e ligibility form. Agent reviewed eos and for patient to follow up with their healthcare provider for next steps regarding their implant. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that their battery died after 3 years and they made the decision not to have a third one put in. They stated that they had to have an MRI recently, and no one would do it because they couldn't turn it into MRI mode. Of course, it wouldn't go into MRI mode it's because the battery was dead. They were told because they can't put it in MRI mode, they will not do it. The patient was being frustrated with the whole experience and made the choice to take everything completely out. They did not want a new ins. The patient mentioned it was a nightmare to deal with.